Event description:
It was reported that (2) devices were used during a roux-en-y gastrectomy. It was reported by the affiliate that the tlc55 reload cartridge jammed, causing the surgeon to reanastomose. An excision damaged the bowel and a reanastomosis with extended operating room time. 8/8/2000 additional info from affiliate: the procedure was a roux-en-y gastrectomy. The surgeon was stapling the roux/loop, i.e., both forks of the tlc55 were placed into the small bowel via enterostomies. The device was fired and staples were delivered for the first 1-2 cm and then the device jammed. The surgeon was unable to open the device to remove it from the tissue. This occurred on the second firing of the device. There was no firing of staple lines. No additional info offered. 8/8/2000 additional info from affiliate: the device was cut out of the pt. Added excision of tissue to pt history. The reload code is unknown and not available for analysis.